Event description:
A malfunction alarm was reported, identified as "malf 12" with a specific fault ID. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue without the malfunction recurring, allowing the customer to continue using the pump and advising them to report any further issues.